Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: hepatobiliary surgery. Event description: [translation] during the surgical procedure the operator finds in the abdomen the presence of a sheath made of the plastic of the trocar used. The accident did not caused any worsening of the patient's condition. Patient status: no patient harm.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on similar events, it is likely that the reported event of torn shield was caused by an asymmetrical instrument that was inserted or removed through the seal in a non-axial manner. Applied medical¿s instructions for use (IFU) states that, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ the event was initially reported based on the description of the event received at complaint intake. However, based on additional information received, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury as a piece of torn shield poses minimal harm to the patient¿s anatomy. Correction: device code has been updated to 4008, investigation findings code has been updated to 3252, and investigation conclusion code has been updated to 61 in section h6.

Event description:
Procedure performed: hepatobiliary surgery. Event description: [translation] during the surgical procedure the operator finds in the abdomen the presence of a sheath made of the plastic of the trocar used. The accident did not cause any worsening of the patient's condition additional information received by applied medical representative on 24jan23 via email: the piece of plastic was retrieved from the patient. The color of the piece was clear. The component appeared to be torn off. The component was the shield. Prior to the incident grasper and scissors were being used. There were no internal seal components removed or cut in order to inspect the damaged component. Intervention: they removed the piece with a grasper. Patient status: no patient harm.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: hepatobiliary surgery event description: [translation] during the surgical procedure the operator finds in the abdomen the presence of a sheath made of the plastic of the trocar used. The accident did not caused any worsening of the patient's condition patient status: no patient harm